Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, while posterior cervical fusion was performed in c1-c2 for atlantoaxial subluxation, the cross-link was being applied in c1 and a noise came from the nut. It was determined that the nut and the counterpart had cross-threaded. The devices were removed, and the procedure was completed. The procedure was delayed by less than thirty (30) minutes. Concomitant devices reported: unknown screwdriver (part# unknown, lot# unknown, quantity 1), unknown handle with quick coupling (part# unknown, lot# unknown, quantity 1), unknown crimper for transverse connectors (part# unknown, lot# unknown, quantity 1), unknown holding forceps for rods (part# unknown, lot# unknown, quantity 1). This report is for one (1) ti transconnector locking screw. This is report 3 of 3 for (B)(4).